Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when sensor removed from body, electrode was missing sensor removed from body. Customer also stated that transmitter did not blink. Customer's current blood glucose was 7.3mmol/l. Sensor will not be return for analysis.